Event description:
Caller reported a cgm error that was identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the error code did not reappear. The caller successfully initiated their sensor session.